Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in bf-1tq170 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in bf-1tq170 reprocessing manual chapter 3 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-apr-2020.

Manufacturer narrative:
Based on the results of the investigation, it was confirmed the adhesion/ clogging of the material on the insertion section, but the material could not be identified. Per available information, the possible cause and the root cause of the foreign material remaining in the device was not identified. There was no physical damage at the place where the foreign material remained. Olympus has made three good faith efforts (gfes) to user, but has not received a response to obtain additional information, including reprocessing procedures. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following instructions for use (IFU): the detection method is described in chapter 3 preparation and inspection of the instruction manual bf-1tq170 operation manual. Preventive measures are described in the instruction manual bf-1tq170 reprocessing manual chapter 3 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the device inspection, the bronchovideoscope exhibited connecting tube was dirty. There were no reports of patient involvement.